Event description:
Patient was injected on (B)(6) 2009. A few days later, patient contacted physician, because she felt some beadings (lumps) at the injection site. The physician advised her to massage the areas that had the beadings. On (B)(6) 2009, the patient returned to the physician's office, because one side of the lip had abscess. The physician removed pus from upper lip.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.